Event description:
Info received indicates the right head siderail is not latching.

Manufacturer narrative:
The technician found the siderail latch bias spring was broken. The technician replaced the siderail latch to repair the bed.